Manufacturer narrative:
An investigation on the reagent kit lot did not identify any product problem. A review of the data revealed the positive sars-cov-2 result had a late CT value, indicative of a sample near the limit of detection (lod) of the test. Lod samples are expected to waver between positive and negative upon repeat. (B)(4).

Manufacturer narrative:
Added "testing of device from same lot/batch retained by manufacturer" as an eval method code. (B)(4).

Manufacturer narrative:
An investigation is ongoing. A supplemental report will be filed upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from ireland alleged the generation of discrepant sars-cov-2 result for patient sample when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The alleged sample generated a sars-cov-2 positive, flu a negative and flu b negative result in the initial test on the cobas liat system (sn (B)(4)). This sample was retested on the same cobas liat system and on genxpert instrument, generated negative results. The result was not released. No harm was alleged. An investigation is ongoing.